Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be duplicated/confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the front panel mouth was cracked, heat-spacer was damaged, a worn out socket slider switch which caused a intermittent use of high intensity mode, corrosion inside the air pump tubing and the olympus lamp life meter was reading at 100+hours, light output measured within range. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
Olympus was informed that during an unknown procedure, the scopes were intermittently not being recognized while connected to the evis exera iii xenon light source. There were no reports of patient harm associated with this event.